Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a laparoscopic common bile duct exploration and stone removal procedure, the surgeon experienced difficulty opening basket after passing catheter through the clamp. The catheter and basket were removed and the basket wire broke. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.